Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings:a review of the pump black box data revealed a replace battery alarm. During testing, the battery cap secured properly to the pump to maintain power, and no damage was found to the battery compartment. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.